Event description:
It was reported during in person follow up that the implantable cardioverter defibrillator (ICD) had gone into backup mode following an magnetic resonance imaging (MRI) scan. Device MRI settings were not enabled prior to scan. The device's hv therapies were disabled while in backup mode. The device was able to be restored successfully. There were no patient consequences.